Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2018-00234 thru 3012447612-2018-00237.

Event description:
It was reported that the tips of two drivers broke and two drivers stripped during surgery while attempting to install three screws. The procedure was completed using these devices but one screw was left approximately 3mm proud and there was a surgical delay greater than 30 minutes due to the issues with the drivers; however, there were no reports of patient impacts associated with this event. This is report one of four associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was deformed. The cause is likely attributed to the surgeon hammering the driver which caused the tip to deform and mushroom out. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.